Event description:
Pt was treated with a reusable mea applicator. Hystercopy after mea identified a uterine perforation. Laparoscopy confirm cornual perforation and thermal injury to distal ileum. The pt returned 2 days post op with abdominal pain. Laparotomy identified perforation of the previously identified bowel injury. Bowel resection performed. The pt has recovered fully.

Manufacturer narrative:
Additional catalog #: 900-002. The mea system records data for each pt treatment procedure, including system parameters and pt data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusion of the analysis was that the mea system was functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present. The applicator has not been returned by the hosp, and thus has not been analyzed at this time.